Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: anchors separated from the bones. Probable root cause: design: anchor geometry insufficient to maintan fixation during healing. Insufficient material strength process. Anchor not manufactured to specification application. Poor patient compliance during healing. Too much tension applied to anchor . Poor bone quality. Pilot hole preparation with incorrect instrumentation. Use of less than 2 suture tails or more than 4 suture tails. Use of suture not indicated for reelx.

Event description:
It was reported that anchors pulled out post-operatively.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that anchors pulled out post-operatively.